Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient tripped and fell at home which led to the atrial lead dislodging. The lead was explanted and replaced.